Event description:
It was reported that during a meniscus repair surgery, after the t1 of the fast fix device was deployed, the t2 was deployed simultaneously. T2 was removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the t1 of the fast fix device was deployed, the t2 was deployed simultaneously. Implants were removed from the patient using a blade and pliers. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: b5: updated. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection found the device was received with both implants and suture off the needle and the actuator was stuck forward because it was wedged with debris. When the debris was removed, the actuator returned to the post t2/pre t1 deployment position. A functional evaluation found, without debris in the needle, the device cycled as intended. An analysis of the customer provided image(s) found the t1/t2/suture off of the needle and the actuator is stuck all the way forward. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.